Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative visited the site and evaluated the system. The interface communication cable was suspected to be defective and was replaced. The suspect cable was returned for medtronic's evaluation and is currently under analysis. Upon replacement of the interface cable, a full system checkout was successfully completed, with all checks passing. The system is now fully functional.

Event description:
Site reported that during a spinal fusion case, the mobile view station (mvs) displayed a message indicating a communication error. Site rebooted the system and were able to acquire images. Later during the case, the mvs showed an image frame rate error. Upon unplugging and reseating the interface communication cable and rebooting the system, site was able to take a final spin. There was a reported delay to the procedure of less than 1 hour due to this issue. Procedure was successfully completed with no adverse effect on patient outcome.

Manufacturer narrative:
The mobile view station (mvs) interface cable was returned to the manufacturer for analysis. The cable passed the following bench tests: continuity test passed, gbit test passed and the 100t test passed. Passed visual inspection. Both gbit an 100t testing (cat 6 cables) was performed using a cable validator-nt900. The cable was installed on a test imaging system. The system readied, charged and communicated while under test. No frame rate errors nor other connectivity issues were observed. 2d and 3d imaging were successful. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
(B)(6).